Event description:
A malfunction was reported with a malfunction code 12 displayed, and it was not possible to confirm the fault ID because the customer reset the pump independently. There was no reported impact to the customer's blood glucose level as the customer either declined to answer or the impact was unspecified. To resolve the issue, tandem technical support arranged for a replacement pump to be sent to the customer. The customer will continue to use current pump for insulin therapy.